Event description:
The device failed to detect vf rhythm during detection and charging for vt therapy. The vf rhythm was diagnosed via the external monitor and external defibrillation was used, which was successful. The patient had been sick prior to the event and after the event, the patient's condition de- teriorated and he remained hospitalized until death a month after the event. It is unknown whether or not the device contributed to the deterioration of the patient's health.

Manufacturer narrative:
No medwatch form was received: device evaluation anticipated, but not yet begun

Event description:
This complaint file addresses product sample 5 of 15 reported 7/28/2010. During a follow up call to the home patient (hp) by product surveillance, the hp reported that four (4) cassettes were found with the tubing crushed and unusable. On (B)(4) 2010, product surveillance spoke with the hp who confirmed that the damaged cassettes were not used; the damage was noted prior to therapy. On (B)(4) 2010, product surveillance spoke with the hp who stated, the external box of this product lot was not damaged. The hp stated approximately half of the case of the cassettes (15) had to be discarded due to crushed tubing. The hp stated, the 15 cassettes he disposed of all had 'u' shape damage and the tubing was unusable. The hp stated, there were a variety of lines damaged; there was no trend of specific line. However, the hp stated all lines were crushed above the clamps. The hp stated, it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated, he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. The device met all specifications; no anomalies were detected.